Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 569 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was required beyond normal assistance. The customer changed the infusion set and cartridge and resumed insulin delivery.